Event description:
Customer reported that screen was completely black while pump continued making noise as if it was turned on, which affected ability to interact with pump and read its screen. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, advising customer to use manual daily injections as backup therapy while waiting for replacement pump configured with updated software. Customer understood instructions for returning problematic pump and steps for receiving replacement, and confirmed that no signature would be required for delivery.